Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
As reported to customer relations, the wire accordioned inside catheter. A different wire was used but the same thing happened. The catheter and wire were pulled out and catheter had bunched up on the wire. Also, the hub broke. A new catheter and wire were used to finish the procedure as normal. There were no issues with the new catheter. Additional information provided indicated that the second wire that was opened was from the same lot number. According to the district manager, there were no additional procedures, no adverse effects reported. The hub of the catheter broke off, but it did not remain in the patient.